Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No delivery alarm functioned properly. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window.

Event description:
Customer reported via phone call to have high blood glucose of 470 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble or settings. While checking site, it was found that cannula was bent with blood in it. Customer declined further troubleshooting. Insulin pump failed high pressure test twice.